Event description:
This report summarizes 35 malfunction events in which the device reportedly overheated. 31 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 35 previously reported events are included in this follow-up record. Product return status: 24 devices were received. 11 devices were not available for evaluation.

Event description:
This report summarizes 35 malfunction events in which the device reportedly overheated. 31 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: b5, h1, h10 . 30 events were originally reported for this failure mode during the reporting quarter; however, 5 events were inadvertently excluded. 35 reported events are included in this follow-up record. Product return status: 21 devices were received. 4 devices were not available for evaluation. 10 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 30 events were reported for this quarter. Product return status: 17 devices were received. 3 devices were not available for evaluation. 10 device investigation types have not yet been determined. 30 devices were not labeled for single-use. 30 devices were not reprocessed or reused.

Event description:
This report summarizes 30 malfunction events in which the device reportedly overheated. 27 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.